Manufacturer narrative:
The field service engineer completed inspection of system and found the power cord end was burned. The field service engineer completed necessary testing to determine that the device contained a bad power cord and plug. The necessary components were replaced. It was stated that after installation of these new components, the system was functioning properly without any further issues. No further corrective measures necessary. Future service calls will be monitored for similar issues and escalated if necessary.

Event description:
Technician burned his finger when they touched the power cord. It was noted that the tech's finger was a little red but they did not need medical attention.